Event description:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in the treatment of movement disorders."journal of neurosurgery; 2007, 106:621-625. The study describes the results of a retrospective analysis of adverse events in movement disorder pts treated with deep brain stimulation (dbs) at college of medicine between 1995 and 2005 along with a comparison analysis of the medical literature. Reportable event: four pts (dbs leads n=4) experienced a vasovagal response with syncope during the initial microelectrode recording and lead placement procedure. In three cases the surgery was postponed.

Manufacturer narrative:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in the treatment of movement disorders."journal of neurosurgery;2007, 106:621-625.